Manufacturer narrative:
Date sent to the FDA: 04/10/2009. Blade does not rotate - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure in 2009. During the procedure, the blade did not work from the beginning. There was no rotation. No other devices were available so the surgeon opened up the pt for the procedure.